Manufacturer narrative:
The reported complaint was confirmed. Per additional testing done by the supplier, the flowmeter was tested against a calibrated tool and was within tolerance. Analog outputs were also checked and all values were within tolerance. The flowmeter was tested for leaks and it passed leak testing with a leak rate of 0.098sccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the complaint. The electronic patient gas system (epgs) passed calibration and verification / release testing.

Manufacturer narrative:
The service repair technician replaced the flowmeter and rerouted the hose so that the flow would not be restricted. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the flow on the exterior flowmeter was reading out of range during the flow meter test. There was no patient involvement.